Manufacturer narrative:
The date received by manufacturer has been used for this field.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles the needle became plugged and stopped during injection. The following information was provided by the initial reporter: I had a needle in my box of nano pro needles that did not work properly, which in turn made me unsure how many units I had injected of my insulin. I've never had this problem before, it's almost like the needle was not hollow or that it became plugged? After only starting the injection of 31 units it stopped after what I suspected was maybe 6-7 units. No amount of pressure on the pen needle would make it come out. I pulled the needle out and tried to test it in the air to see what was working. Nothing more came out. When I removed the needle from the end of the pen, a few drops fell, making me think I didn't actually get any insulin at all so then I had to guess at my dosage. I have very poor health coverage and can not afford to lose any amount of insulin due to waste or have a needle that does not work so this was concerning to me. I have been using the same needles for many years now and haven't had this problem. I only started this box about 10 days ago, I hope I do not find more defective needles in this batch. Lot: 1278338 catalog: 320555.

Manufacturer narrative:
H.6 no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles the needle became plugged and stopped during injection. The following information was provided by the initial reporter: I had a needle in my box of nano pro needles that did not work properly, which in turn made me unsure how many units I had injected of my insulin. I've never had this problem before, it's almost like the needle was not hollow or that it became plugged? After only starting the injection of 31 units it stopped after what I suspected was maybe 6-7 units. No amount of pressure on the pen needle would make it come out. I pulled the needle out and tried to test it in the air to see what was working. Nothing more came out. When I removed the needle from the end of the pen, a few drops fell, making me think I didn't actually get any insulin at all so then I had to guess at my dosage. I have very poor health coverage and can not afford to lose any amount of insulin due to waste or have a needle that does not work so this was concerning to me. I have been using the same needles for many years now and haven't had this problem. I only started this box about 10 days ago, I hope I do not find more defective needles in this batch. Lot: 1278338. Catalog: 320555.